Event description:
Procedure type: nephrectomy. According to the reporter: the clips did not stay in place. The doctor had to use a competitors device to put a new clip on the renal artery. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4)